Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that the pt was found at home unconscious the morning of the incident tangled up in his power module pt cable. The power module and display module had been pulled off the dresser and were on the floor as well. The pt's wife claimed that the black lead of the system controller was disconnected. Upon interrogation of the system controller, nothing out of the ordinary was seen leading up to the end event. The system was tested on a mock loop at the hospital and everything functioned as intended. The family chose not to have an autopsy performed so the lvad was not recovered.

Manufacturer narrative:
The system controller, power module, and power module pt cable were returned to the MFR for eval and are currently being analyzed. The lvad was not returned for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.